Manufacturer narrative:
Complaint conclusion: as reported, the sealant tip cover of a 6f/7f mynx control vascular closure device (vcd) got caught on the unknown sheath head and opened, while inserting into the unknown sheath. There was no reported patient injury. The procedure was a transfemoral cerebral angiography (tfca) case. Additional information was requested but not provided. A non-sterile ¿mynx control vcd 6f/7f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected, observing that both button 1 and button 2 were not depressed. The syringe was not connected to the luer hub, and the procedural sheath was not included in the shipment. The sealant was in its manufactured position, exposed due to a kinked condition observed on the cartridge assembly. The stopcock was set in the open position, and the atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. The slit length on the outer sleeve could not be verified due to the severe outward kinked condition of the sealant sleeve assembly as received. However, the catheter working length was measured, and the dimensional analysis result was found within specification. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). The tension indicator was aligned manually, then button 1 and button 2 were able to be depressed to deploy the sealant and withdraw the balloon with no resistance felt. No issues were noted with respect to both button 1 and button 2 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, the cartridge assembly was inspected with a vision system to obtain a magnified image, observing that the sleeves presented a kinked condition exposing the sealant. The reported event of ¿sealant sleeves (cartridge assembly)-damaged¿ was confirmed through analysis of the returned device as the sealant sleeve assembly had conditions observed as ¿sealant sleeves (cartridge assembly)-kinked/bent.¿ additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked/bent sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or incorrect insertion angle) and/or the condition of the sheath (although not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/bent during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant tip cover of a 6/7f mynx control vascular closure device (vcd) got caught on the unknown sheath head and opened, while inserting into the unknown sheath. There was no reported patient injury. The procedure was a transfemoral cerebral angiography (tfca) case. Additional information was requested but not provided. The device will be returned for evaluation. Addendum: pe findings present the sealant exposed due to the kinked/bent condition of the sealant sleeves.